Event description:
It was reported, the cystonephrofiberscope irrigation port was broken and pulled out of the scope. The event occurred during reprocessing. There were no reports of patient involvement

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.